Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter leaked. The following information was provided by the initial reporter: we have had several instances with leaking from different areas of the catheter, both at IV insertion site as well as connection point to the IV extension tubing. We have not had the same issues with the same product at a different gauge. We have stopped using the 24g catheters due to the numerous leaks and instead are using 22g catheters. We have noted several lot numbers with issues. Historically, we have used these for years in the same manner without issue and seems to be a new problem in the last 4-6 weeks. Customer responded on 28-mar. Could you please provide the exact date of each event unfortunately, we do not have the exact dates outside of two occurring on march 11th. We have pulled this product. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Possible harm when chemotherapy leaked on the patient but no actual harm. New ivs placed with each leak which means additional invasive procedures to patient.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.